Event description:
It was reported that a vns patient will be having their device explanted as they have not had good response with vns. Follow-up from the physician provided that the patient stated she felt the vns was making her seizures worse and causing throat discomfort. Follow-up from the company representative who attended the explant surgery also provided that the physician believed she had some psychiatric issues prior to vns and that she complained of receiving stimulation even after the device was turned off, which was why she wanted it explanted. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer to-date.

Event description:
Analysis was completed for the returned lead. The condition of the lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portions of the device. Analysis was completed for the returned generator. The reported allegation of erratic stimulation was not duplicated. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
The explanted devices were received. Analysis is underway, but has not been completed to-date.

Event description:
It was later reported by the patient that she lost her voice for 9 months because the surgery damaged the patient's vocal cords. The patient noted that her seizure lessened significantly after the device was removed. No additional relevant information has been received to date.